Event description:
Hill-rom rec'd a report from the account stating the brakes are not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the right foot brake caster and brake/steer pedal bar was broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right foot brake caster and brake/steer pedal bar to resolve the issue. Based on this info, no further action is required.